Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The pump was received with no numbers ramping and missing end cap sticker.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that the buttons stopped working on the pump. The customer was able to clear the alarm but the numbers began ramping on their own. The customer mentioned battery alarm and he was not able to clear it. The product was returned for analysis.